Event description:
It was reported that this patient presented due to receiving multiple shocks from this implantable cardioverter defibrillator (ICD). A device interrogation was performed and the patient had episodes of sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) which required the multiple shocks. In addition, there were high out of range shock impedances of greater than 125 ohms on the right ventricular (rv) lead. The electro-physiologist concluded the patient should abstain from alcohol abuse and was put on a medication. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this system remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received that commanded shocks were delivered to test this implanted system. A 1 joule shock returned an acceptable shock impedance measurement and a maximum energy shock returned a high out of range measurement. The alert threshold was increased. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient had received a shock for ventricular fibrillation (vf). Following the shock a high shock impedance condition was noted. The device was explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.